Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause for the reported unintended movement (clip open-efaa) associated with the unintended clip opening during effa cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) video of the catheter lab imaging dashboard was provided which provides the following videos: two (2) echocardiography views, one (1) video of the catheter lab team taken at a high, caudally-located vantage point, and the patient hemodynamics. The two echo videos provide an intercommissural view (left center) and lvot view (right center) both with color doppler. In the echo views, the clip appears grasped and fully closed on the leaflets and is attached to the delivery catheter (dc) indicating the videos were taken prior to deployment (mechanical separation). There is no apparent change in the clip arm angle or general state of the device in the echo views for the duration of the video. In the video feed of the catheter lab team (bottom right) the operator can be seen rotating the arm positioner, presumably rotating in the closed direction. None of the videos appear to capture the reported failed efaa as no clip arm movement can be discerned in the echo views. Furthermore, while the video feed of the operator shows active arm positioner rotation no corresponding clip motion can be observed. The reported failed efaa in which it was observed that the "the clip continuously opened from 5-10 degrees to 15-20 degrees" cannot be confirmed based on the video provided."

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, an anterior prolapse, and anterior flail. A mitraclip ntw was advanced to the mitral valve, but while establishing final arm angle (efaa), the clip continuously opened to 15-20 degrees. The clip was reclosed and successfully deployed. One additional clip was deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.